Event description:
It was reported a 6f angi0-seal sts plus vascular closure device was deployed in the left femoral artery. Hemostasis was not achieved and manual pressure was applied. The femoral artery was impalpable; pedal pulses were palpated and "dropplered", but a pulse was not located. Right femoral artery access was then initiated. A percutanenous transluminal angioplasty of the femoral artery was performed. During the procedure, reportedly the "foot" and collagen pad of the angio-seal were inside the artery. It was alleged this was the reason for the occlusion and thrombosis of the artery.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal sevice instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncuture site. If necessary, monitor pedal pulses.